Event description:
It was reported that "dr distracted the instrument to approximately 10mm from 7mm. At that point, the instrument made a load popping noise. Dr tried to back the instrument down, but the distraction paddles would not reduce in height. (B)(6) had to use a mallet to remove the device from the patient by hitting the blue t-handle in an upward motion."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineer evaluation.